Event description:
On (B)(6) /2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The patient reported that the pump was warm and it gave patient ¿shocks¿. Patient stated that the battery compartment was not damaged, there was no evidence of moisture or corrosion inside the pump, and the battery cap secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not find any evidence of sudden voltage drop or unusual alarms. Investigation found that a discharged ¿rayovac¿ battery was returned with the pump. The pump powered up to the verify screen with the appropriate audible and vibratory functions. A rewind/load/prime sequence was executed without any incidents. The investigation was unable to reproduce the reported pump overheating issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.